Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510(k) number: k013227.

Event description:
It was reported that the internal connection of the implant was damaged. Implant was removed and graft was placed on the site. Inflammation was reported as a consequence of the event.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes'. One implant and removal tool were returned for investigation. Visual inspection of the as returned products identified that the implant collar and hex were fractured/damaged. Additionally, irt fragment was identified in the implant drive feature and there was bone residue around the external threads of the implant due to usage. Functional testing could not be performed since the devices were fractured. Pre-existing conditions noted on the per were 'bruxism & moderate bone density ¿ type ii'. The irt/implant fractured while removing the implant on tooth #36 (fdi). The implant had been placed for approximately 11 years. Review of appropriate documentation: document reviewed: instructions for use - tapered screw-vent and trabecular metal implants, ifu4869 rev 9-10/19. Instructions for use for retriever tools and guide sleeves, IFU 4930i rev 3 ¿ 11/19. Information identified: indications, warnings and precautions. Per the applicable IFU, under the section 'warnings', it is stated that zimmer dental implant systems are intended to be used only with zimmer dental specially designed bone drills and prosthetics. DHR review: DHR review for the lot (61661518) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (61661518) for similar events (complaint category keywords: fracture; fracture: implant & damaged drive feature) and no other complaint was identified. Post market trending review: july post market trending was reviewed and there were no actionable events or corrective actions for the reported events or products. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Event description:
During product inspection, it was noted that the implant was fractured. Upon follow up, doctor confirmed that the implant fractured during removal.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).